Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the implantable cardioverter defibrillator system exhibited noise oversensing causing pacing inhibition. Atrial lead damage, right ventricular lead damage, and lead to lead contact between the right ventricular lead and atrial lead were suspected. The right ventricular lead was explanted and replaced on (B)(6) 2024. There were no patient cosequences.